Manufacturer narrative:
Hill-rom technical support asked the account to zero the scale and explained how to perform this function. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts were made to contact the account for resolution with no feedback from the account. Based on this information, no further action is required.

Event description:
The account reported the patient position module will not set. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).